Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked; cause was unknown. Customer is unable to see the majority of the touch screen due to the damage. Additionally, the pump touch screen became unresponsive. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy and also has manual injections available.